Event description:
Event description guidant received information that this implantable ventricular lead had an impedance of greater than 2500 ohms. Two months earlier the impedance had increased from 640-1800 ohms and during the follow-up, no sensing or pacing were observed. At a later date, the lead was explanted, replaced and returned for analysis.